Event description:
Pt developed grade ii capsular contracture with severe thinning of skin on left breast with knuckling at 2 points in the position between the nipple & inframammary fold on left breast. Pt also developed seroma around both implants.